Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report 2 check setting alarms. The customer's blood glucose level was 170 mg/dl. The customer also reported multiple large air bubbles in the reservoir, and that sometimes she gets high readings. The customer was advised to monitor the device and to call back if problems persisted.